Manufacturer narrative:
Concomitant medical products: a2dr01, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, hypotension and syncope. It was further reported that right ventricular (rv) lead exhibited elevated short ventricle-ventricle intervals. It was also reported that the right atrial (ra) lead exhibited over-sensing. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.